Manufacturer narrative:
Only the reporter's meter was provided for investigation where they were tested using retention strips and controls. Testing results: qc 1: 3.0 inr. Qc 2: 2.9 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using stago neoplastin reagent. At 9:24 am, the meter result was 7.4 inr and at 11:00 am the laboratory result was 2.5 inr. On (B)(6) 2019, the meter result was 4.6 inr and the laboratory result within two hours was 2.1 inr. The laboratory result was believed to be correct and no treatment was given. The therapeutic range was 2.5-3.5 inr.